Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the lower dingus was readjusted, which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry door would close, however the pendant stated that the door was still open. The tube and detector lights would not illuminate once the door was closed. There was no patient present when this issue was identified.